Event description:
Reporter stated that a pt's blood glucose was measured, using the suspect device, with back-to-back results of 330 mg/dl and 119 mg/dl. Reporter indicated that insulin (amount and type not provided) was administered based on the value of 119 mg/dl. No pt injury was reported and no treatment was received. Reporter noted that quality control testing had not been performed within 24 hrs. Technical support requested the return of the suspect product and replacement product was shipped.